Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The prograsp forceps instrument was analyzed and found to have the grip axis pin dislodged from the grips. The pin was not return with the instrument. Grips and other components adjacent to the dislodged pin did not show damage.

Manufacturer narrative:
Isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted transversus abdominis release (tar) ventral hernia surgical procedure, the jaws of the prograsp forceps instrument were loose. The procedure was completed with no patient harm, adverse outcome or injury and with no delay. Intuitive surgical, inc. (Isi) followed up and confirmed that the instrument has been damaged during the procedure. It was stated that normal use of the instrument was performed. Instrument stopped working and they stated that the "splint between industries loosened." Instrument was removed with the cannula.